Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted, concurrently with a mesh removal, a small bowel resection and wound closure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney, that the patient underwent a hernia repair surgery on (B)(6) 2006 and mesh was implanted concurrently with alloderm metrix. It was reported that the patient began to experience chronic abdominal pain in (B)(6) 2012. It was reported that the patient¿s abdominal wall opened and expelled fluid and blood on (B)(6) 2012. The patient was diagnosed with recurrent hernia, perforated bowel and infection. It was reported that the patient underwent a mesh removal procedure on (B)(6) 2012 concurrently with removal of bowel sections. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.